Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronics. The insulin pump was received with moisture damage at the motor, minor scratches on the display window, a cracked case at the display window corner and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call, the insulin pump shut off last night and it had a black bar across the screen. Customer stated the screen initially was fading out and it was hard to see the menu on the screen and then on (B)(6) 2015 it went blank. Customer's blood glucose was unknown. Troubleshooting was performed and the display didn't return after cleaning the battery compartment and its component and inserted a new battery. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.